Event description:
It was reported that the lead integrity alarm sounded and there is a suspected lead fracture. It was further noted that there was high impedance, oversensing and noise on the lead. The lead was capped and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.